Manufacturer narrative:
Additional information as of 17-jan-2020: section h6: added updated FDA method, results, conclusion codes. Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
Internal report reference number: (B)(4). Products have been returned. Pending investigation.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 253, 337, 209 and 205 mg/dl. The customer¿s expected fasting blood glucose test result is 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 09/30/2020 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: result 1: 253mg/dl date: 4/12 time:545a fasting. Result 2: 337md/dl date: 4/11 time:628a fasting. Result 3: 209mg/dl date: 4/10 time:507a fasting. Result 4: 183mg/dl date: 4/09 time:755a fasting. Result 5: 205mg/dl date: 4/08 time:618a fasting.